Event description:
Complainant alleged that during biomed testing the device's display was inverted, pads mode could not be selected (via lead button) and pacing output could not be adjusted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.